Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was also reported that the right ventricular (rv) lead exhibited low impedance and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.